Event description:
Patient spontaneously called into the after emergency service to report pump malfunction of sn (B)(4). The pump will shut off when battery replaced. Unable to troubleshoot with patient. Sending replacement pump via courier. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patiently injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 31ng/kg/min. Frequency: continuous. Route: subcutaneous.dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.